Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia and high ketones on 13mar2024. The patient's blood glucose levels reached 500 mg/dl before generating an occlusion alarm. The pod was worn between 5 and 24 hours on the abdomen. Symptoms reported include feeling unwell and nearly fainting. The patient was treated with two insulin syringes (20 units each). The patient was released the same day. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit, occlusion alarm and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.